Event description:
Found during test. According to the reporter, the device fails self-test when it's powered on. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would fail it's self-test each time it was powered up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.